Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured and the device failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous hypotube and shaft kinks to the device. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was an 5mm longitudinal tear in the balloon at the proximal waist transition.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured and the device failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
D4: lot number corrected from 0028626857 to 0028353514. D4: expiration date corrected from 09/01/2024 to 07/06/2024. H4: device manufacture date corrected from 01/05/2022 to 11/09/2021.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured and the device failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported and patient condition was good.